Event description:
A malfunction was reported on the customer's pump, identified with a malfunction 1 code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, but the issue persisted, leading to the decision to replace the pump. The customer was informed of the backup therapy of mdi to ensure continuous insulin delivery and instructed to return the problematic pump using a pre-paid return label provided by tandem within 10 days. The customer was also advised on programming settings and connecting their cgm to the replacement pump, and a replacement device was sent without the requirement for a delivery signature.